Event description:
Update from the customer: the issue occurred during a bronchoscopy procedure. The procedure was successfully completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and an update to the b5 field. Updated fields: b5, d9, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is a cause traced to component failure which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the subject scope device had a black substance noted to come from biopsy channel discovered. There was no harm or injury reported.